Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through this investigation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. A direct cause of the reported events could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 4dec2015. The current revision of the heartmate left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including infection, bleeding, neurological events and thrombus. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU lists thromboembolism as potential late postimplant complications and provides information regarding anticoagulation, including the recommended inr values. Additionally, this document explains that the heartmate 3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had increasing infection parameters on (B)(6) 2020. The patient had a history of previous sepsis. A transesophageal echocardiography (tee) on (B)(6) 2020 showed a floating structure 17x3 mm on the pacemaker cable at the end of the atrium. The percutaneous site was infected which lead to endoplastitis. The tee also showed partial thrombosis in the outflow graft (ofg). The patient had partial thromboplastin time (ptt) of 97.6 seconds, international normalized ratio (inr) of 1.2, and prothrombin time (pt) of 80%. The patient had tarry stools and a hb-ab drop. An esophagogastroduodenoscopy (egd) on (B)(6) 2020 showed gastritis but not an acute source of bleeding. The patient was given proton pump inhibitors in double doses and 2 erythrocyte concentrates. The patient had inr 1.1, ptt 64.8, pt86%, and hemoglobin 9.6. Falithrom was paused. The bleeding resolved on (B)(6) 2020. The account performed a 2-chamber implantable cardioverter defibrillator (ICD) system exploration on (B)(6) 2020. On (B)(6) 2020, the third day following the pacemaker ICD system exploration for endoplastitis, the patient had inhibited coagulation function in the left ventricular assist device (lvad). The patient had acute formation of a hematoma in the area of the former aggregate pocket. The patient¿s skin was under tension and had diffuse bleeding. The patient had pain and loss of function. The account decided to revise as an emergency measure. The patient underwent surgery and had a blood transfusion. The patient underwent a cardiac catheterization stenting of the ofg. The patient had a prolonged hospitalization and the event resolved and the patient recovered on (B)(6) 2020. History of major infection was reported in manufacturer report # 2916596-2019-05732 and 2916596-2019-05438.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
On (B)(6) 2020 the patient presented himself to the rescue center with high blood sugar levels, reduced general condition, and fever. The patient appeared partially oriented and partially apathetic. The patient was admitted to the intensive care unit (ICU) and blood values were checked. The patient had wmc 18.6 k/ul and crp 29.4 mg/dl. Blood cultures from (B)(6) 2020 showed evidence of staphylococcus aureus. The patient had pump-associated sepsis with international normalized ratio (inr) derailment and hyperglycemic coma. Falithrom was paused. The patient underwent an echocardiogram. On (B)(6) 2020 the patient was apathetic, partially oriented and in a reduced general condition. The patient had a fever and slight tachypnea of 25 to 30 per minute and irregular heart rate of 130 per minute. A computed tomography (CT) scan from (B)(6) 2020 showed pneumonic infiltrate on the left. Antibiotic therapy for sepsis that was already started was expanded. The patient had wbc 16.1 k/ul and crp 33.3 mg/dl. The patient underwent an x-ray and other inhalation. It was reported that the patient had white blood cell (wbc) count of 22.3 k/ul and crp 27.1 mg/dl. A swab test on (B)(6) 2020 from the driveline showed staphylococcus aureus. A transesophageal echocardiography (tee) on (B)(6) 2020 showed inflammatory soft tissue compression up to 1 cm thick and 1.5 cm deep around the driveline. The patient was given additional antibiotics intravenously. The patient was admitted for sepsis on (B)(6) 2020. No additional information was reported regarding outside sepsis history. The patient underwent an esophasgogastroduodenoscopy (egd) on (B)(6) 2020. The egd showed gastritis but not an acute source of bleeding. The device operated as expected. The patient had tarry stools and a hb-ab drop. The patient was on ongoing anticoagulation. There were no changes to patient condition or anticoagulation status that may have contributed to thrombus. The patient's current treatment was with aspirin and heparin. There were no changes to pump parameters that may have contributed to thrombus. The patient had a clotting disorder due to infection. On (B)(6) 2020 the patient underwent a cardiac catheterization with stenting of the outflow graft. The thrombus resolved by (B)(6) 2020. The patient was admitted with sepsis on (B)(6) 2020. The source of the infection was the driveline. The device operated as expected. The patient had increased infection parameters, reduced general condition, and fever. The patient was admitted to the intensive care unit. The account checked blood values. The patient was placed on intravenous antibiotics. The patient had lab results run. Falithrom was paused. The patient underwent an echocardiogram. The patient's falithrom therapy was paused at international normalized ratio (inr) above 4.5 since (B)(6) 2020. The patient had the following pump parameters following surgery on (B)(6) 2020: pump flow 2.4 liters per minute (lpm), pump speed 5500 revolutions per minute (rpm), pulsatility index (pi) 10.4, pump power 4.1 watts (w). The patient had an arterial non-central nervous system thromboembolism on (B)(6) 2020. The patient had low pump flows in the range of 2.5 lpm. The patient had low flow alarms. The patient had an elevated pi of 10. The patient showed signs of suction. Changes were made to the patient's medications. The patient was admitted to the intensive care unit (ICU).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
The patient had ptt 97.6 s, inr 1.3 after outflow standing on (B)(6) 2020. The patient showed reduced vigilance and right arm hemiparesis. The patient was somnolent and awakened when spoken to. Pupils were isocorative and narrow on both sides. On (B)(6) 2020, a computed tomography angiography (cta) with recanalization was performed. Hemiparesis was reduced. The patient could life all extremities against gravity.